Manufacturer narrative:
Additional information received from the customer advising that the scope was not used for a procedure and there was no impact to the procedure or patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign materials are cleaning brush bristles. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the eis exera iii duodenovideoscope had wires coming out the distal end of the device during preparation for use after reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
To date the device has not returned to olympus for the reported event ¿wires coming out the distal end of the device.¿ the investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.